Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication fail error message. A communication fail error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.